Event description:
It was reported to tycohealthcare/kendall that a customer was having a problem with monject syringes related to testing of amniotic fluid. According to the customer "ten days after amniocentesis performed, cells not attaching-unable to get results, culture failure, traced back to syringes used to collect fluid are cause of failure."